Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator stated that the stimulation suddenly stopped and that they were not receiving stimulation. The patient reported that pain was back and expressed concern that the implant was depleting, although they later noted they typically charged the implantable neurostimulator every 3 to 4 days. The patient attempted to charge the implant about three times and reported that when attempting to charge again it was still at 90%. The patient was unable to connect and use the equipment because the communicator battery was too low. The patient later called back and stated they were not receiving stimulation despite the implant being fully charged and that stimulation had stopped 4 to 5 days earlier. The communicator was charging, and the patient was instructed to connect to the mystim application and manually connect the communicator by entering its serial number. After connection, therapy was confirmed to be turned off in mystim; the patient was instructed to turn therapy on and then confirmed stimulation could be felt.